Manufacturer narrative:
An internal leak was found within the pod's soft cannula. Due to this, residue was found throughout the pod's internal components which include the pcb, batteries, reservoir, and chassis. The amount of residue found throughout the pod prevented the device from connecting to a master pdm for data download. Without the device's data, it could not be determined what the pod's associated hazard alarm was. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that the patient's blood glucose levels reached 300 mg/dl while wearing the pod for 4 to 24 hours on the back. Patient was able to activate a new pod.